Manufacturer narrative:
Review of records found no prior relevant complaints or incidents related to this patient. There are no reports of any external trauma or excessive physical activity that would potentially lead to migration. Migration of components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Patient initially reported pain levels dropping from 9/10 down to 3/10 with use of the nalu system. On 06/04/2024 the firm was notified that the patient was no longer receiving adequate pain relief and it had been determined that one of the implanted leads had migrated. A surgical procedure was performed on (B)(6) 2024 to place a new lead back at the intended nerve target. The migrated lead was not removed, just disconnected from the system.